Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU),and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with instructions for use which states the proper warnings, precautions, and instructions for use. Includes, "this device is intended for use by health care practitioners trained and experienced in proper positioning of catheters in central venous system using percutaneous entry technique. Select the puncture site and size of the catheter by accessing patients anatomy and condition. If the lumen is impeded, do not force the injection or withdrawal of fluid. Patient movement can cause catheter tip movement. Preliminary reports indicate that catheter size can influence clotting. Larger diameter catheters have more tendency to promote clots." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent implantation of a peripherally inserted central catheter (PICC) line on (B)(6) 2016 on the left (dominant) hand. A large hematoma measuring 25 x 40 mm was observed two weeks later on (B)(6) 2016. The patient underwent surgical drainage of the hematoma on (B)(6) 2016. No further information was provided.